Event description:
It was reported that during pre-surgery, it was observed that the motor device made ¿loud noises.¿ during in-house engineering evaluation, it was discovered that the motor device had overheated. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the air pump automatically came on when the device was plugged into the console device. It was determined that this was a result of a worn out motor and thermistor which had gone bad. It was further determined that this type of damage was indicative of device that had overheated causing the thermister to go bad. When the thermister was no longer operational, the air pump came on when the motor was plugged into the console device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the device wear from excessive force, which is normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.